Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and a ¿crack¿ on the catheter was observed. It was reported that prior to inserting the navi-star¿ thermo-cool¿ electrophysiology catheter into the patient, the physician checked the catheter and found a little crack. He then bent the navi-star¿ thermo-cool¿ electrophysiology catheter and found the gap was bigger. As such, the navi-star¿ thermo-cool¿ electrophysiology catheter was not used on the patient. The navi-star¿ thermo-cool¿ electrophysiology catheter had already been connected to the carto and no alarm/sound/noise/error code occurred. The navi-star¿ thermo-cool¿ electrophysiology catheter was replaced with another one to complete he operation. There were no patient consequences. Device evaluation details: the device evaluation has been completed. The returned device was visually inspected and tip was found detached from the shaft with internal parts exposed. For tip broken condition, the manufacture team performed an investigation in order to find the root cause, the investigation results showed that this issue is manufacturing related due lack of polyurethane (pu)/insufficient pu on the first coat of pu applied to the transition between the tip and the shaft. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. Based on available analysis results, complaint appears to be caused by internal biosense webster inc. (Bwi)operations, specifically, the manufacturing process. However, this appears to be an isolated case. Additionally, according to pictures provided by customer, transition shaft-tip was observed separated. Customer complaint was confirmed with pictures provided. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30188030m number, and no internal actions related to the reported complaint condition were identified. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and a ¿crack¿ on the catheter was observed. It was reported that prior to inserting the navi-star¿ thermo-cool¿ electrophysiology catheter into the patient, the physician checked the catheter and found a little crack. He then bent the navi-star¿ thermo-cool¿ electrophysiology catheter and found the gap was bigger. As such, the navi-star¿ thermo-cool¿ electrophysiology catheter was not used on the patient. The navi-star¿ thermo-cool¿ electrophysiology catheter had already been connected to the carto and no alarm/sound/noise/error code occurred. The navi-star¿ thermo-cool¿ electrophysiology catheter was replaced with another one to complete he operation. There were no patient consequences. The customer reported issue of a ¿crack¿ in the navi-star¿ thermo-cool¿ electrophysiology catheter was assessed as an MDR reportable malfunction. On 8/29/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection found the transition between the shaft and the catheter tip section is separated with metal exposure. These findings were reviewed and again assessed as MDR reportable for the ¿crack¿ in the catheter which signifies the integrity of the device is compromised.